Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. The implanted device remains.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2017 and the patient was reimplanted with a new device during the same surgery. This report is submitted on (B)(6) 2017.